Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma exchange procedure performed on (B) (6) 2009. According to the complaint, post procedure, during nutritional feeding resistance was felt. The physician performed an endoscopy and found a fistula along with the internal bolster located in the stomach wall. The physician removed the device and the procedure was completed with a competitors device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.7 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.